Manufacturer narrative:
(B)(4). Evaluated 1 open/used reservoir. Performed visual inspection and found missing septum from the snap-cap. Unable to perform pre-fill test.

Event description:
The customer reported via phone call that reservoir had leak. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that the location of the leak was at the top. After troubleshooting, customer was advised the reservoir will be replaced. The reservoir will be returned for analysis.